Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) during the load process. There was no reported impact to the customer's blood glucose level. The customer has manual injections available as alternate insulin therapy.